Event description:
A staff member was trying to place a 20g peripheral IV in a patient, but when inserted the needle would not retract. The white button on the device was stuck and the needle could not be retracted. Therefore, it was removed and another one had to be used resulting in two pokes to the patient.